Event description:
Plaintiff alleges that as a direct and proximate result of being continuously exposed to the latex products, including latex gloves, plaintiff developed severe illnesses and injuries to the skin, including skin discoloration, soreness, rashes, and other respiratory and/or related life threatening diseases, disorders and reactions.